Event description:
A customer contacted baxter's technical service center regarding a compact exchange device (cxd). The home patient (hp) stated the handle wouldn't move back and forth. The technical service representative (tsr) arranged a swap of the device. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported difficulty of the compact exchange device (cxdii) handle not moving back and forth was confirmed via duplication during evaluation. The device was received with no external damage. The spike and unspike operation using the spike and unspike test set was performed and the reported difficulty was confirmed and duplicated. The spike carriage guide spring was revealed to be bent and spike carriage damaged preventing the spike carriage from being guided to the spike position after completing the unspike operation. Review of the device history record (DHR) revealed no issues that may have contributed to the reported difficulty of the cxdii handle not moving back and forth. The assignable cause of the reported difficulty was determined to be a bent spike carriage guide spring and a damaged spike carriage. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4).the actual sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation. The serial number was unknown.